Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi field service engineer (fse) went on-site and discovered that when the blue fiber cable was replaced, the internal fiber cable on the psc was damaged. The fiber optic cable was replaced to resolve the issue, and the system was tested and verified as ready for use. Failure analysis received the fiber optic cable and confirmed the cable was damaged in the port side. The reported issue was confirmed based on the failure analysis investigation. No image or video clip for the reported event was submitted for review. A site history complaint review was performed and no related complaints were found to the product. The isi tse reviewed system logs during the initial troubleshooting, and confirmed the reported errors. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted to a back-up psc and could potentially lead to an injury if the procedure had to be converted to another modality such as an open procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer was getting a vision cart not connected message. The customer stated that the leds next to the blue fiber cable were red. Intuitive surgical, inc. (Isi) technical support recommended that the blue fiber cable be moved from the 2nd port to the top port. The customer was unable to power off the system so a hard power cycle was performed and the cable was moved to the top port. After restarting the system, the issue persisted. The customer stated that the previous day a blue fiber cable was broken and they had to replace the cable. The technical support engineer (tse) asked if there was any debris in the port on the patient side cart (psc) port and they stated that there was not. The tse recommended that they blow out the port. Customer stated they used 2 different blue fiber cables but the issue persisted. The issue remained unresolved so a second psc was going to be used to finish the case. There was no patient harm as a result of the reported issue. On 22-may-2021, isi followed up with the initial reporter to request additional information. The reporter was able to confirm that the procedure was completed with no patient injury by using the second psc. No further details were available. No patient-related information could be provided.